Manufacturer narrative:
Alleged failure: after drilling and tapping with 4.75 omega instrumentation, the eyelet was inserted, and when the screw was advancing into the bone, the screw broke. Four #5 tails were inserted into the eyelet for backup acl fixation. An additional anchor was not opened, and the majority of the screw stayed in the bone. Photo attached, and product to be returned. Patient was a 16 yo female, weight 122 lbs. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) user does not drill/tap pilot hole, 3) user does not go to laser line (incomplete tapping/drilling/awling), 4) use of incorrect drill size for associated screw, or 5) inadequate assessment of bone quality. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw broke during the procedure and remains in the patient. Note, the piece of the broken screw that remains in the patient is securely implanted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke during the procedure and remains in the patient. Note, the piece of the broken screw that remains in the patient is securely implanted.